Event description:
The patient performed a blood glucose test on the suspect device and obtained a result of 236 mg/dl. Patient then dosed 8 units of insulin based upon the result. About two hours later patient experienced seizures and emergency medical technicians were called. When the emergency medical technicians arrived they tested patient's glucose at 20 mg/dl. Patient was treated for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.